Event description:
It was reported that the patient experienced hyperglycemia while using the ilet following an infusion set and supply change, with a highest reported blood glucose of 300 mg/dl and approximately one hour above range before trending downward without back-up therapy. Symptoms included elevated blood glucose. Outcomes included no hospitalization, no professional medical intervention, and return of glucose toward target after site change. Investigation included customer interview, review of use conditions, and troubleshooting and education provided to the caregiver regarding post¿site change insulin delivery dynamics and conservative correction to avoid rebound. Investigation of this case revealed no device alarms or malfunctions were reported, and the event resolved with continued ilet use after site change. It was concluded that the hyperglycemia was cause unclear, with user education completed and no evidence of device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.